Manufacturer narrative:
(B)(4).

Event description:
The patient reported poor communication and a poor communication screen on the patient programmer. The implantable neurostimulator recharger (insr) and clinician programmer could not communicate, either. The last time stimulation was felt was 2 weeks prior. The date of the last successful charge session was 2 weeks prior. The implantable neurostimulator (ins) depleted 1 week prior. The reason for not charging was unknown. The patient needed an MRI the following day and needed to connect with the ins. An overdischarge was suspected, so an antenna locate (al) feature was attempted. The representative was only getting about 32 on al and very little change between left <(>&<)> top number. The representative was to try to get better position on al, do a physician mode recharge (pmr) and a trickle charge. The pmr was successful and the patient said she charged to 3/4s full. A power on reset (por) was cleared and the battery icon on the top row in the middle was showing empty. It was discussed that the battery can be erratic post overdischarge. The patient was advised to leave the stimulation off and continue to recharge the battery. It was recommended the patient top off/exercise the battery. There were no symptoms or patient outcome reported. The indication was spinal pain. If additional information is received, a follow-up report will be sent.